Manufacturer narrative:
Concomitant medical products: dtba1d1, crtd, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device replacement procedure, it was noted that the left ventricular (lv) lead had several areas of insulation damage. The lead was repaired and remains in use. No patient complications have been reported as a result of this event.